Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing the pod on the abdomen for longer than 48 hours. Patient reported application site reactions including itching, irritation, and a lump at the cannula site. Patient reported a history of allergy to nickel, preservatives, and chemicals. Patient sought medical evaluation while wearing the pod; a diagnosis of allergy to pod ingredients was reported, and mupirocin and steroid cream were prescribed. The date of (B)(6) 2026 will be used as the occurrence date for reporting purposes. Patient resumed pod therapy. Dates of medical evaluation, duration of visit, and discharge date were not provided.